Event description:
The customer reported via phone call that their insulin pump had alarmed no delivery. The customer's blood glucose was 180 mg/dl. The customer was able to resume insulin pump therapy successfully after the alarm. The customer stated that the insulin pump was not able to fully deliver a bolus due to the alarm. The customer did not perform troubleshooting at the time of the call because he had already performed troubleshooting and already planned to change the infusion set. The customer was advised to perform a complete set change as soon as possible. The customer was advised to call back in order to troubleshoot. The customer was advised that replacement infusion sets would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.